Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system was explanted due to end-of-life message was received, patient also wanted a device upgrade to a rechargeable battery. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.